Manufacturer narrative:
A ge representative evaluated the system and reformatted the cine drive. The system operates as intended.

Event description:
The customer reported the system would not playback cine images. No pt injury was reported.